Manufacturer narrative:
The device is being retained by the hospital risk management group. It is uncertain, at this time, whether the sample will be available for investigation purposes.

Event description:
The event is reported as: during a surgical procedure (back surgery with patient in prone position) the filter stopped working and the patient's stats began to drop. The surgeon declared the patient unstable and began closure to the surgical site as the anesthesia staff was trying to determine what was happening. The anesthesia staff discovered the hme filter had clogged up, which was restricting ventilation flow. The filter was changed out and the patient was stabilized and the surgeon decided to continue with the back procedure.